Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, initial implantation of the prosthesis in the right hip joint (B)(6) 2019, so far free of symptoms. The patient left the wheel loader on (B)(6) 2024 and then performed right ankle supination. Fall on both knees and both hands. This caused him to break the implants neck. Admission to the bad aibling hospital. Transfer to vogtareuth for surgical care upon request of the patient. Surgery change on (B)(6) 2024.